Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was in the 500's mg/dl. The customer reported the infusion set cannula to appear bent. The customer reported no delivery alarm. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer also reported a low reading of 48 mg/dl. The product was not returned for analysis.